Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction: this report was found to be a duplicate of an event already reported in 9610595-2025-08455. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information submitted by the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00162. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an esophagogastroduodenoscopy (egd), a perforation occurred due to poor retroflexion of the subject device. The procedure was stopped and the perforation was clipped. The patient was sent to the intensive care unit (ICU). When asked, the customer was not able to provide more information about the patient's current status.